Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of there being an allegation of an anastomotic leak, which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex e, annex f, annex a and annex g b1 updated from "adverse event" to "adverse event and product problem" annex e updated to include e0506 due to the report of ¿leak¿. Annex f updated to include f23 due to the report of ¿patient underwent another unspecified surgical procedure¿ annex a updated to include a050704 due to the report of ¿staple line leak¿ annex g updated to include g0405214 as complaint is related to the staple.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following field for corrected information: b3 (event date). Refer to the following fields for updated information: g3, g6, h2, and h10. The event date has been corrected from (B)(6) 2020 to (B)(6) 2020.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the causes of the operative complications are unknown. There is no specific allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is obtained, or if the product is returned for analysis, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. The system logs show that the sureform stapler 60 instrument fired 5 blue sureform stapler 60 reloads and all firings were completed per the logs. The third firing had one pause for compression, and the other firings completed without pausing. There were no incomplete clamps in the procedure. Per the system logs, the sureform stapler 60 instrument was also installed in three instances but no clamps or fires were attempted. The system logs do not show any evidence that unintended/uncontrolled motion occurred on the robotic arm where the stapler instrument was installed. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the anvil of an unidentified stapler instrument allegedly ¿ruptured the intestinal track.¿ although the bowel complication was repaired intra-operatively with sutures and the surgical procedure was completed, the patient experienced an anastomotic leak where sutures had been placed. The patient underwent another surgical procedure to repair the anastomotic leak. At this time, the causes of the operative complications are unknown.

Event description:
It was initially reported that during a da vinci-assisted distal gastrectomy procedure, the anvil of an unspecified stapler instrument allegedly ¿ruptured the intestinal tract during delta anastomosis.¿ it is unclear what surgical task the surgeon was attempting to perform when the intra-operative complication occurred. The bowel complication was repaired with sutures and the da vinci-assisted surgical procedure was subsequently completed. On an unspecified date post-operatively, an anastomotic leak was identified where sutures had been placed. As a result, the patient underwent another unspecified surgical procedure to address the anastomotic leak. No further clinical information was provided. On 02/19/2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the da vinci-assisted surgical procedure was performed on ¿(B)(6)¿ and recorded on video. However, the video is not available for isi to review. There was no malfunction of a stapler instrument or any reloads during the surgical procedure. At the time the bowel injury occurred, the jaws of the stapler instrument were open. The stapler anvil allegedly tore the intestinal tube near the staple line. The size of the hole was the same as the anvil. There was no blood. The bowel injury was repaired and sutured with a large needle driver. It was confirmed that the staple line was not damaged during the event and did not come apart. On an unspecified date post-operatively, an anastomotic leak was identified and repaired. It is unknown how the post-operative complication was repaired. The patient¿s current status is unknown.